Event description:
A surgeon reported the air hole nitrogen was not working during a procedure. Add'l info was provided by the customer indicating the procedure during which the reported event occurred was a cataract surgery. The event resulted in a 30 minute surgical delay. The procedure was completed with the same sys.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem. The sys was then tested and met product specs. No samples were returned for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause for the customer reported event is unk at this time. (B)(4).